Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact requested assistance from tandem technical support on deleting the iob (iob= active insulin in the body) because the contact believed that iob was units of insulin pending delivery. Tandem technical support educated the customer regarding the iob and bolus features of the pump. Reportedly, a 5 unit bolus had been requested by the user. Although requested, the contact was unable to verify if the customer intended to deliver the unintended bolus. During a follow-up call, the contact reported customer's blood glucose (bg) was 60 mg/dl, and a banana and soda was consumed to increase bg.